Event description:
The customer reported that the patient did not have a muscular response to a shock. This symptom could represent a safety issue related to the delivery of therapy.

Manufacturer narrative:
(B)(4). The customer reported that the patient did not have a muscular response to a shock. The customer confirmed that there was no patient impact. The customer evaluated the device and it passed all testing. Philips was unable to determine the cause of the reported symptom. Note that the absence of a muscular response does not mean that the device malfunctioned.